Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported the device was showing premature battery depletion. Currently the device remains in service, and the patient's device is being monitored.